Event description:
It was reported that the black plastic housing started to fray at the tip of device while in use.

Manufacturer narrative:
The reported insulation damage was confirmed on the returned unit. A small portion of the insulation is lifted and torn towards the right side of the probe on the distal end of the probe closest to the tip. An excessive amount of scratch wear marks are observed on the lumen and insulation concentrated on the front and sides of the probe (electrode facing forward), which are generally indicative of scraping (on bone, tissue or another surgical instrument) or using the probe to mechanically displace tissue or bone. The probable root causes for the observed condition can be associated, but are not limited to: non-conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. In addition, if there was a non-conforming component root cause, it is anticipated that the occurrence of failure would be more widespread and lot based. Product surveillance will continue to monitor the quality of this product in the market, but at this time there is no reason to suspect a non-conforming root cause or process issues, as the occurrence of harm are within the predicted range per the risk document. Poor assembly process. Risk reduction measures and controls are in place at the manufacturing line to capture any possible insulation related condition through 200% visual inspection of all serfas energy probes, according to the following two manufacturing task instructions: inspección visual de sub-assembly. Inspección visual de assembly. Both procedures state that the manufacturing associate must perform a visual inspection for any damage, broken, stained and or excessive amount of glue present in the ceramic, electrode, insulation and lumen of the serfas energy probes. According to the activation history that the unit was extensively used during surgery for coagulating and cutting tissue oat max cut power setting before the condition was observed and probe removed from surgical area. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, according to the user instruction, the unit must be discarded before use. Therefore, these facts provide evidence that a possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. Misuse. As part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned unit's evaluations revealed that the units were either: used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. Inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. After performing the visual inspection on the returned unit, scratch wear marks and tearing of the insulation was observed. The marks observed are indicative that the unit must have been in contact with a pointy object or a sharp instrument (e.g. Cutter or shaver, hard tissue or bone) or that the unit could have been used as a tool for the mechanical displacement of tissue or bone, friction or scrapping with another hard object before it was fired, which can result in the damage observed and it is contraindicated as per user instructions for the serfas energy probes family. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the black plastic housing started to fray at the tip of device while in use.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.